Event description:
A pediatric pt was admitted for removal of a catheter, which had not been used for more than a year. The removal proceeded without incident and the pt was discharged home. The next day, the mother of the pt called the attending, and stated that a part of the catheter remained in the pt's neck. The pt returned to the hospital and the remaining pieces of the catheter were removed. An x-ray was done following the removal of the catheter showing that it had broken. The line had broken prior to the procedure.